Manufacturer narrative:
The delivery system was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the fourth attempted deployment of the device, the system was removed and flushed. Upon flushing the delivery catheter, leaks were identified where the cup meets the catheter shaft. Ultimately the device was successfully delivered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.